Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer had no backup insulin therapy available and was advised by technical support to contact their healthcare provider. Cts to replace pump